Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's insulin gauge displayed multiple intermittent inaccurate fill estimate values. Reportedly, the customer filled a cartridge with 300 units of insulin and the pump displayed a value of 0 units remaining in the cartridge. The customer's blood glucose reached 126 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.